Manufacturer narrative:
G1 address, city, zip code, state: corrected. Two photos of the affected device were received for analysis along with one used sample device. Analysis of the photos and functional testing of the provided sample confirmed the reported blockage condition. The issue was traced to a kink in the catheter, however, the investigation could not identify a root cause for the observed kink. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after the epidural catheter was inserted, fluid obstruction was detected, followed by the observation of deformation on the catheter. The incident occurred in a hospital and was managed by a healthcare professional. The issue was resolved by replacing the catheter with a new one, and no medical intervention was required. A sample photo was provided. There was patient involvement, but no patient harm reported.